Event description:
A report was received that the patients ipg had been getting really hot only when charging. The patient had red and circular irritation of the skin in the shape of the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patients ipg had been getting really hot only when charging. The patient had red and circular irritation of the skin in the shape of the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure.

Event description:
A report was received that the patients ipg had been getting really hot only when charging. The patient had red and circular irritation of the skin in the shape of the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg had been getting really hot only when charging. The patient had red and circular irritation of the skin in the shape of the ipg. The patient will undergo an ipg replacement procedure.